Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. The reported product is not expected to be returned as the reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that an unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of an investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the adc freestyle libre 2 sensor detached on day 10 of wear. On (B)(6) 2021, as a result of not being able to monitor their glucose levels, the customer vomited and had a seizure. A non-healthcare professional (mother) provided the customer with liquid glucose and something to eat and drink as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.